Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there appears to be a brown substance like mold inside the applicator. Dates of occurrence: (B)(6).

Manufacturer narrative:
A sample and photo was provided for evaluation. Visual examination of the sample and photos shows the foreign matter, verifying the reported issue. In regards to the alleged mold, ftir and microbial testing was completed to confirm the foreign matter was mold. No microbial growth was observed and the ftir analysis shows the material is most likely grease from the machinery used the manufacturing process. The most probable root cause of the defect was inadequate machinery maintenance during production. Production record review was completed for batch/lot 0209154 and no non-conformances were identified during the manufacturing of this lot. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that there appears to be a brown substance like mold inside the applicator. Per response email: in (B)(6) 2021, we discovered two chlorprep hi-lite orange 26 ml applicators with an unknown mysterious substance within the sterile packaging. We were not sure if it was mold or what but neither chloraprep had been activated. (Picture attached) both products were in the same lot 0209154. Our facility is (B)(6) hospital center and we are located at (B)(6). There is no package damage to either device and the substance is located inside of the packaging but not on the chloraprep itself. Both packages were removed from operating room and from circulation. Please let us know if any one else has reported this with this lot or what the substance might be. Thanks. It was reported via phone call today (B)(6) 2021: "2 times this week; it has what appears to be mold on the inside. There was a brown substance on the inside of the package near the bottom of the handle, we also have picture samples available." Dates of occurrence (B)(6) 2021 and (B)(6) 2021.